Event description:
During a review of the event history for another report, it was discovered that the air detected set alarm occurred four times during infusion which caused an interruption during delivery on (B)(6) 2010. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 6.63.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, this event has been determined to be non-reportable.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.